Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) gastrogastrostomy procedure performed on (B)(6) 2022. During the procedure, the axios stent was successfully deployed; however, when the stent was visualized, the stent cover was damaged and was missing from the flange of the stent. The axios stent remained implanted and the physician was comfortable leaving the stent in place. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) - gastrogastrostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm in size and walled-off necrosis 6 cm in size with 70% fluid content that are adherent to the gastric or bowel wall. The axios stent is not indicated to be implanted transgastic to the stomach.

Manufacturer narrative:
(B)(4).